Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, post-operatively, after removing the bipolar fenestrated grasper from the wrapped steripeel and while placing the instrument in the hugo tray, the instrument¿s housing broke. There was no patient involvement.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported bipolar fenestrated grasper and provided images. Three images were received for evaluation. Two of the images showed the housing of a bipolar fenestrated grasper where the base plate is disengaged. The printed circuit board assembly (pcba) can be seen loose in a bag. One image showed the housing of a bipolar fenestrated grasper displaying the serial number that matched what was reported. Visual inspection of the returned bipolar fenestrated grasper noted no corrosion on the electrical contacts. There was no damage noted to the jaws or of the cables that manipulate the jaws. The bottom plate was disengaged. The pogo pins were attached to the lid. The blue electrical wires inside of the housing were disengaged from the pogo pins. The pcba board was returned disengaged. Due to the observed state of the bipolar fenestrated grasper, functional testing and electrical testing could not be performed. Evaluation of the bipolar fenestrated grasper confirmed the reported condition, however, the investigation concluded there were no a bnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to user mishandling (e.g. Dropping from an unacceptable height, or accidentally hitting the base plate against a hard surface) or improper reprocessing/sterilization conditions. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, post-operatively, after removing the bipolar fenestrated grasper (bfg) from the wrapped steripeel and while placing the instrument in the hugo tray, the instrument¿s housing broke. There was no patient involvement.